Event description:
The pt's mother tested the pt's blood glucose on suspect device in am and it was 128 mg/dl. The pt was given insulin. 25 minutes later she tested her blood glucose on suspect device while the pt was having a seizure and it was 144 mg/dl. About 4-5 minutes later the the paramedics arrived and administered d50 and within 2 minutes tested blodo glucose and got 78 mg/dl with their device. The customer was transported to the hospital and given saline IV and oxygen.